Event description:
The account reported experiencing sticky haptics of the intraocular lens (iol) during implantation. No patient complications were reported.

Manufacturer narrative:
(B)(4). The lens was not returned for evaluation. The lens met all specifications prior to release. All currently available information is included in this report. A supplemental MDR will be filed as necessary should additional reportable information becomes available.